Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be damaged; peeling at the up arrow button was observed. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad button symbols were found to be worn, which has no effect on insulin delivery. During testing, the ok button was found to be intermittently unresponsive and the contrast button was unresponsive; the up arrow and down arrow keypad buttons responded appropriately. During evaluation, there was evidence of contamination found under all key contacts and the contrast contact key was missing.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the ok, up and down arrow keypad buttons were intermittently unresponsive for one month. The reporter noted the keypad became loose and was lifting off the pump for one week, along with a tear on the up arrow button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.